Event description:
It was reported that post-operatively, the patient's lead exhibited high thresholds and decreased r waves. The lead was reprogrammed and remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.